Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection revealed damage to the grommets and a lodged setscrew that was obstructing the bore of the device and could not be turned.

Event description:
It was reported that during the implant procedure that there was a problem with the set screw. There was no fixation of the electrode to the port. There was also reported lead "electrical noise fragments." There were no reported patient complications. The device was not implanted. No patient complications have been reported as a result of this event.